Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during initial drain. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power twice to clear alarm. The hp stated she used 2 patient line extensions and did not connect them before the prime. The tsr advised the hp to start over with new supplies and to make sure to attach any extensions to the patient line before the hc primes. The tsr then advised the hp to call the nurse to inform of the alarm. The hp confirmed to start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The patient stated she used 2 patient line extensions and did not connect them before the prime. The lot number is unknown therefore a batch review was not performed. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).